Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was not verifiable. The field service representative (fsr) attempted to verify repair but was only given access to pull the service logs. The perfusionist had stated that the unit was working fine now. Per the manufacturer's technical support specialist, the logs were exported 13-sep-2019 and did not cover the problem date of 6-jun-2019. A log review is not possible. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's sales representative, after the disposable pressure transducer would not calibrate a new transducer was installed. The new transducer calibrated and worked for about 20 minutes, reading pressures between 20 to 40 mmhg though reading as high as 100 mmhg. The pressure readings then fluctuated drastically between -250 mmhg and positive values. The pressure alarm then activated and stopped the arterial roller pump. The device could not be recalibrated. At this point a third transducer was installed and calibrated without issue. The third pressure transducer did the same just prior to going on cpb. This device is plugged into the right side of the heart lung machine (hlm) along with the cardioplegia roller pump, two temperature modules, two sucker pumps and the blood parameter monitor (bpm). This complaint is related to (B)(4)/ medwatch #1828100-2019-00347.

Event description:
Prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the pressure readings were fluctuating drastically, activating the pressure alarm and stopping the arterial roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.